Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B)(4) handheld computer battery had swollen and the computer was not able to be used. No fluids were leaking out of the battery. The computer was not subjected to any extremes in temperature per the reporter. The computer and flashcard have been returned and are currently in product analysis. The computer serial cable and power cord were not returned.